Event description:
It was reported, "pt has experienced pain since having the surgery. Pt is reporting that she is having a hard time walking up steps and getting into the tub. Pt states that her knee is swollen and has a dent on her knee where the replacement is located. Pt also states that the back of her knee is numb. Pt is complaining of the 12 inch scar on her knee. Pt states that she is going to a different doctor who has ordered x-rays."

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.